Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -15.50/+4.0/094 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to lens rotation not associated to a low vault. The lens was re-positioned but the problem was not resolved and the lens was explanted. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was due to patient related factor.

Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn and the lens was returned in three pieces. Claim# (B)(4).